Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex seldinger chest drainage kit for insertion of a chest drain to treat a large, left pneumothorax when patient presented to the emergency department (ed) with left-sided chest pain on (B)(6) 2016. The reporter stated that several failed attempts were made to insert a chest drain using the seldinger technique by a trainee under direct supervision and a ed consultant. It was reported that the wire was kinking during the 3-4 attempts to insert the chest drain. The approach was converted to an open procedure and was successful. The patient was admitted to monitor the pneumothorax and discharged on (B)(6) 2016. The patient was brought by ambulance to the ed on (B)(6) 2016 due to chest pain at the drain removal site. She was initially discharged due to musculoskeletal pain related to inflammation post-chest drain removal. The patient was brought by ambulance to the ed on (B)(6) 2016 due to intermittent left-sided chest pain and shortness of breath on exertion, and the chest x-ray showed no pneumothorax. The patient was discharged at that time. The patient returned to the ed on (B)(6) 2016 due to pain under the dressings of the chest drain site placed on (B)(6) 2016. An abdominal x-ray indicated a retained foreign body, and was confirmed by computerized tomography. The foreign object was laparoscopically removed and determined to be a broken segment of the chest drain guidewire inserted on (B)(6) 2016. The patient made a full recovery from the surgery.